Event description:
It was reported that the customer was experiencing low blood glucose of 30mg/dl. It was stated that her blood glucose went from 110 to 30mg/dl. The customer gave herself 224 carbohydrates to bring her blood glucose up, but it went back down. The customer stated that she was not receiving insulin from her insulin pump. The customer believes the insulin pump may be over delivering. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.